Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture threshold. The lv lead was capped and replaced. On (B)(6) 2025. The patient was stable throughout.